Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Tip breakage can occur if the tip comes into contact with a hard surface during and/or general handling. Instructions for use states: "visually inspect with particular attention to kinks, bends, and breaks. If an abnormally is detected that would prohibit proper working condition, do not use." Instruction for use give the user the following directions for testing the device: "immerse distal tip of probe in saline, then remove. Immediately after removing tip from water source, activate generator to test probe. Note: water should bubble on tip of probe. If and abnormally is detected which would prohibit proper working condition, do not use." Breakage of the probe tip can occur if the distal end of the endoscope is deflected more than 15 degrees when the bipolar is advanced or withdrawn from the accessory channel of the endoscope. The instruction for use warn the user not to pass the probe through an endoscope whose distal end is deflected at an angle more than approx 15 degrees. Prior to distribution, all cook endoscopy quicksilver bipolar probes are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During the colonoscopy procedure, a cook quicksilver bipolar coagulation probe was used. The tip of the used material has detached. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial rptr, the pt did not experience any adverse effects due to this occurrence.